Event description:
It was reported that after a 5.0x18 multi-link ultra and a 5.0x28 multi-link ultra bare metal stents were both implanted (B)(6) 2011 in a lesion in the proximal bypass saphenous vein graft to right coronary artery, beginning (B)(6) 2011, the patient began to experience shortness of breath, angina, a hot feeling throughout body but no fever, and a higher than normal heart rate in the range of the 90's beats per minute. A stress test was performed (B)(6) 2012, with no abnormal results. The patient was prescribed hydroxyzine antihistamine as treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The 5.0x28 multi-link rx ultra indicated is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. The reported patient effect of arrhythmias, as listed in the rx/otw ultra instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It should be noted that warnings section of the IFU also states: persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.